Event description:
Physician reported that after slow rhythm episode related to safer avb ii functioning, the patient was fallen and had fracture of two cervical vertebra. Date and time of episode match with the accident. The device has been programmed to ddd to prevent such events in the future.

Event description:
Physician reported that after slow rhythm episode related to safer avb ii functioning, the patient was fallen and had fracture of two cervical vertebra. Date and time of episode matches with the accident. The device has been programmed to ddd to prevent such events in the future.